Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nissen. According to the reporter: when removing 174233 from the trocar, it was noticed, the shaft on the device was split. Doctors cleaned the area to make sure no remaining pieces were left in the pt cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins nor was there was any unanticipated tissue loss.